Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 57 mg/dl at the time of the incident, and 191 mg/dl at the time of admission. The customer was at 376 mg/dl at the time of the call, as they were off the pump. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer will monitor the pump. Customer had not treated for the high. The insulin pump will not be returned for analysis.